Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was visually inspected and found with a missing screw. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the endoscope was found with one screw missing after sterilization. There was no report of patient involvement.